Event description:
It was reported that after changing the o2-cylinder of the pressure reducer alduk I and opening the cylinder valve a flame appeared which disappeared after instantly closing the valve again.

Manufacturer narrative:
The alduk I which was used as a pressure reducer for an emergency and transport ventilator was sent to the MFR for investigation but was not yet received. After completion of the investigation the results will be submitted within a f/u report.